Event description:
It was reported that a cadd® cadd-prizm® vip system experienced upstream occlusion error. There was no reported patient involvement.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "upstream occlusion error". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed upstream occlusion detection. The device was found to be operating within specification and unable to duplicate customer's reported problem. The event log did indicate "upstream occlusion detected" around the time of complaint. Will replace upstream occlusion sensor as a preventative measure. What caused the reported problem is unknown. Who caused the reported problem is unknown.